Event description:
The customer reported being hospitalized due to high blood glucose of 550mg/dl. The customer stated that the insulin pump alarmed, and the drive support cap was sticking out. The caller stated that he had an ear infection, which contributed to raise his blood glucose. The customer stated that he will be in the hospital until he gets his replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.